Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: three (3) batteries ((B)(6)) were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event, (B)(6), contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6) within the analyzed period. Analysis of the alarm log file revealed no alarms logged within the analyzed period. The reported power switching event was confirmed, however, the reported battery not charging, not providing power to the controller and the reported power disconnect alarm events could not be confirmed. While the products were not available for physical analysis, the most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a battery not charging and not providing power can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. A faulty battery that cannot be recognized by the controller will result in a low priority power disconnect alarm. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2021 / serial #: (B)(4) UDI #: (B)(4) available for eval: no, evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 14-oct-2020 labeled for single use: no (B)(4). Additional products: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2021 / serial #: (B)(4) UDI #: (B)(4) available fore eval: no, evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 14-oct-2020 labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one battery was not providing power to the controller and exhibited power disconnect alarms. The battery was not charging and displayed a steady orange light when placed on the battery charger. It was further reported that two other batteries were exhibiting power switching. The three batteries were removed from service. No patient complications have been reported as a result of this event.